Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-nov-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and suffered a cardiac tamponade and a run of vt treated with a pericardiocentesis and drain placement. The patient was kept over the weekend for observation. The device evaluation was completed on 19-nov-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was unsure what caused the adverse event. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and suffered a cardiac tamponade and a run of vt treated with a pericardiocentesis and drain placement. The patient was kept over the weekend for observation. At the start of the procedure, contours of the patient¿s anatomy using the soundstar eco catheter were created, which was in the right atrium, right ventricle and right ventricular outflow tract - (rvot). The thermocool smarttouch sf catheter was introduced through the vizigo sheath and started to collect some points in the rvot area. The earliest signal was found in the rvot, and the consultant ablated in the anterolateral and posterolateral area of the rvot. During the ablation, they did not get high impedances or any sudden impedance drops. The consultant decided to move to the left ventricular outflow tract - (lvot) to collect some points there. After accessing the lvot area using aortic access, some points were collected and a map created, the consultant used the soundstar eco catheter to visualize the location of the ablation catheter in the lvot anatomy. It was then that an effusion was noticed around the right ventricle. The patients¿ blood pressure was checked, and it was normal, and the patient felt okay. A transthoracic echo was performed to check the effusion size and it was roughly 1cm. After waiting a few minutes to see if the effusion was causing any issues, it was then decided to drain the effusion. During access to drain the fluid, the patient went into a run of vt which was very symptomatic, but it spontaneously converted back to sinus rhythm. They drained the blood, and the effusion was resolved, and the drain was left in place. The patient is being kept in for the weekend to monitor the effusion. Additional information was received. The physician¿s opinion on the cause of this adverse event was unsure what caused the adverse event. The intervention provided was pericardiocentesis to drain the fluid. They drained off 350mls. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization to ensure there were no further issues. There were no exchanges of the catheters and the sheaths after they were introduced at the start of the case. No transseptal puncture site was performed during the procedure. The number of performed ablations was 25 ablations with rf energy delivered. No ablations were performed within the pulmonary veins. There were 25 ablations performed in the right ventricular outflow tract. There was no generator or pump malfunction for ngen.